Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tip of the operating channel completely removed from the body of the endoscope. During inspection and evaluation, a gap between acoustic lens and ultrasound probe was found, and the distal end has a crack and a gap of adhesive. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, due to wear of lock engagement lever, up/down knob cannot be locked securely, grip is deformed, forceps channel port has a dent, scope cover and body control unit have discoloration, paint on cylinder is peeled, suction cylinder has discoloration, due to damage on acoustic lens, water tightness is lost. Due to a crack on distal end, water tightness is lost, due to a scratch on objective lens, the image has dark area partially, acoustic lens is damaged, objective lens has a scratch, adhesive on bending section cover has a chip, and universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the crack at the distal end and the gap between the acoustic lens and ultrasonic probe occurred due to handling of the client and physical load. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.